Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialyzer side of the dialyzer and in the dialysate machine lines. There was visible blood in the hanson line. Test strips were not used to confirm. The machine alarmed blood leak. Estimated blood loss was 100cc. No adverse effects were reported. No medical intervention was required. The pt did complete treatment. The sample is available for the MFR's eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.